Manufacturer narrative:
Concomitant medical products: medline tubing; maxzero bonded cap, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the syringe tubing leaked and that upon further investigation it was found that the tubing was cracked and leaking at the filter in the pcicu. It is unknown the amount of antibiotics and sodium bicarbonate that the patient received, however, there were no acute events from the filter leak and no extra labs were drawn. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. The report of a crack was not confirmed. The set was visually inspected and a few minor surface scratches were observed on the filter housing, but these scratches were not contributors to the reported leak. Functional and pressure testing confirmed leaking from the filter¿s vent. The cause of the leak was identified as a damaged filter membrane. The cause of the damage is not known.